Event description:
The pharmacy is located within an outpatient health care facility. The error in dispensing occurred when the wrong test strips were dispensed to a pt. Instead of truetrack test strips the pt received truetest test strips, a brand the pharmacy had just started stocking. The brands are very similar in name as well as appearance which were possible contributions in causing the error. To prevent this type of error from occuring again the two brands of test strips are kept on different shelf's within the pharmacy as well as a note on each shelf to draw attention to look alike medications/strips. Reporter's recommendations: to prevent this type of error from occuring again the two brands of test strips are kept on different shelf's within the pharmacy as well as a note on each shelf to draw attention to look alike medications/strips.